Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture and pacing impedance measurements greater than 2000 ohms. An x-ray confirmed the lead has sustained a fracture. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead identified the deformed conductor coils located approximately 255-275mm from the terminal pin. Microscopic analysis confirmed a fracture of the anode conductor coil approximately 275mm from the terminal pin. Due to the location and type of damage exhibited, it was concluded that the damage was caused by fatigue fracture in the clavicle-first rib region. Additionally, laboratory technicians stated there was a possibility of an inclusion at the initiation site or between the core and the casing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.